Manufacturer narrative:
(B)(4). What type of procedure was the device used in? Asku. Did the retrieval of the piece impact the patient e.g. Convert to open if done laparoscopic, additional surgical procedure, extended incision etc.? No. Is the broken piece returning with the device? No.

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.